Event description:
It was reported that after use, urine flow was stopped and did not drip into the drainage bag. The urine was accumulated in the patient bladder. It was noted that there was a film on the cylinder of the drip chamber. Per follow up information received on 18nov2021, there was a film (like translucent membrane) inside of the chamber.

Manufacturer narrative:
The reported event was confirmed supplier related. A potential root cause for this failure mode could be ¿obstruction in internal diameter". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after use, urine flow was stopped and did not drip into the drainage bag. The urine was accumulated in the patient bladder. It was noted that there was a film on the cylinder of the drip chamber.